Event description:
It was reported that the om2e displayed output values were "abnormal" and surmised to be too high with regard to the patient's clinical status. The specific details regarding the values were unable to be obtained. The cable was exchanged and the values displayed on the monitor were deemed "correct;" therefore, the clinician(s) concluded that the most probable root cause of the suspect svo2 values was attributable to the om2e cable. There was no report of patient compromise or inappropriate treatment resulting from the event. While additional information was requested, no further details were provided. No additional system-related devices were identified as suspect.

Manufacturer narrative:
The cable was manufactured 17-dec-2012 and review of the device history record supports that there were no non-conformances noted for any reason. Examination of the returned cable was unable to detect any failure of the cable to perform as intended. The optical module passed all testing over a 24-hour testing period with no failures or issues noted for any reason. No values changed, nor were any unexpected fault messages observed on the monitor, even when the cable was manipulated to ensure that no intermittent wires were present. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and there was no evidence of any other failure. The root cause was unable to be determined as no defect was found.